Event description:
It was reported that a hair was observed inside the unopened packaging of the transfer set. This was noticed before use, no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h14d30045 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A picture of the actual sample was provided and a photographic inspection was performed. The actual unopened sample was later received and was examined with naked eye and microscope. Particulate matter (hair) was identified wrapped around silicone tubing, verifying the reported problem. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.